Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had a difference between the inspiratory and expiratory tidal volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. According to technician statement both pressure transducers printed circuit boards have been found defective. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs and claimed part have been not available for further evaluation. The cause to the reported issue has been related to pressure transducer printed circuit board. The correction of field #g2 report source was required. This is based on the internal evaluation. #g2 - report source - previous report source: foreign, user facility, company representative, corrected report source: foreign, distributor.

Event description:
Manufacturer's ref. #: (B)(4).